Event description:
During implant procedure, the stylet got stuck in the left ventricle (lv) lead. The physician successfully implanted a new lv lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The cause of the reported event of ¿stylet got stuck inside¿ was isolated to the bunching of the stripped stylet, ptfe (polytetrafluoroethylene) coating and inner coil. The cause of the reported event of ¿connector pin of the lead was dismounted¿ was isolated to procedural damage.